Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the device. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.